Event description:
It was reported by the physician that their wand is not working as they were having problems interrogating their vns patients. He performed all the troubleshooting steps but it did not resolve the issue. Good faith attempts to obtain additional information have been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.